Manufacturer narrative:
(B)(4) final report. The manufacturer (global manufacturing technology) has conducted an investigation into this event. The explanted device was not returned for evaluation. The complaint made no indication of any device malfunction or deficiency related to device identity, quality, durability, reliability, safety, effectiveness or performance contributing to the adverse event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished part associated with this complaint conformed to material and dimensional specification at the time of manufacture. Based on the information available, the subsidence was caused by patient's misadventure (fall/trauma) and not due to the design or performance of the corin device. Therefore this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to subsidence caused by patient fall.

Event description:
Revision due to subsidence caused by patient fall.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.